Manufacturer narrative:
Evaluation summary: without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process. Additional info: (name, email), (phone#). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a stylet was used during patient intubation and then there was difficulty removing the stylet which caused the patient to be extubated.